Event description:
It was reported that there was a fiber on the filter of a large volume infusor. The particulate matter was identified after the device was compounded with fluorouracil, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 15, 2015 ¿ january 16, 2015. The evaluation of the returned device is complete. Visual inspection revealed a white particle, approximately 0.35 square mm in size, floating in the fluid of the reservoir. No signs of a fiber were found on the filter. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.